Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 70 and 171 mg/dl. Tests were done within 5 minutes. Patient said they "were cleaning their meter with alcohol". Patient did not experience any adverse events. No further information has been reported.